Event description:
It was reported that: when the user aspirated blood from blue line of the irrigation tube with a syringe, not only blood but also air was aspirated. (No air was aspirated from red line.) It occurred to both catheters. (Associated to 9680794-2023-00917). No injury to the patient was reported.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer report of a catheter leak was confirmed through complaint investigation of the returned sample. A leak was observed at the connection point between the juncture hub and the metal prongs. This leak likely contributed to the customer aspirating air during use. A device history record review did not reveal any relevant findings. Based on the condition of the returned device and the customer description, manufacturing caused or contributed to this event. An investigation was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: when the user aspirated blood from blue line of the irrigation tube with a syringe, not only blood but also air was aspirated. (No air was aspirated from red line.) It occurred to both catheters. (Associated to 9680794-2023-00917). No injury to the patient was reported.